Event description:
Baxter product surveillance received a report from a home patient's nurse that a minicap had fallen off the home patient's transfer set. The minicap was missing from the transfer set when the patient went to perform an exchange. Although prophylactic antibiotics were administered (2g ancef and fortaz intraperitoneal), no patient injury or further medical intervention occurred.